Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. Microscopic and tactile inspection revealed a shaft (hypotube) fracture 79cm from the strain relief. There were numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 8mm x 2.50mm nc quantum apex¿ balloon catheter was selected however, as the device was inserted into the guide catheter, the shaft broke completely. The device was removed without incidence and the procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 8mm x 2.50mm nc quantum apex balloon catheter was selected however, as the device was inserted into the guide catheter, the shaft broke completely. The device was removed without incidence and the procedure was completed using a different device. No patient complications were reported.